Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had been treated by the ICD for ventricular rhythm. Data from the device was evaluated to confirm normal device operation. Upon review, it was determined that the ICD accelerated the ventricular rhythm after shock therapy was provided. It was noted that this ICD was operating appropriately. This product remains in service.